Manufacturer narrative:
Normal patient follow ups will continue. This lead remains implanted and in service. No additional information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, this right ventricular defibrillation lead presented with a pacing impedance measurement above 2,000 ohms. The pacing impedance measurement had gradually risen since implant. All other measurements have remained stable. No adverse patient effects were reported.